Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The reported event could not be confirmed and an event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for a saccular aneurysm in the right cavernous internal carotid artery (ica). The landing zone artery size was 3.43mm distal and 4.76mm proximal. The devices were prepared as indicated in the IFU. It was reported that at deployment, the distal and middle sections of the pipeline flex did not open. The pipeline flex was resheathed and re-deployed at least three times. The issue was not resolved. The pipeline flex was removed from the patient. Afterward, a new pipeline flex was implanted to complete the procedure. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
Device evaluation based on the analysis findings and event details, the report of pipeline flex failure to open in the middle and distal sections could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline flex braid was observed to be fully open with damage (fraying) on one end. Additionally, the patient anatomy condition was not reported; therefore any contributing factors from the patient anatomy could not be assessed. The damage to the pipeline flex braid is likely the result of the physician resheathing the device more than the recommended two times. It is possible that the damaged braid may have contributed to the reported issues. Per our instructions for use (IFU): the user should "resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ all products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.